Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging that the ¿sensor wire protrudes from the sensor pod.¿ during the call with customer technical support with the user, the sensor wire and the sensor bracket fell to the ground; no fragment of the sensor wire was observed protruding from the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove a detached sensor wire from the insertion site.